Manufacturer narrative:
Added g3/g4, h1/h2, h3 and h6. H6: code c19 - a review of the manufacturing records indicated the lot met all pre-release specifications.

Manufacturer narrative:
W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following was reported to gore: on (B)(6) 2023, the patient underwent an endovascular zone 9 infrarenal procedure to treat an aortic aneurysm utilizing a gore® dryseal flex introducer sheath as an accessory. Reportedly, the tip of the sheath with the radiopaque marker became separated during the procedure. The distal section of the sheath was stuck in the patient's external iliac on the left. This started as a percutaneous repair, and the surgeon had to open and surgically, retrieve the two pieces that were in the iliac. The patient was closed up and there was no other issues. The two pieces that were in the external iliac are being returned along with the tip of the sheath. The tip of the sheath is where the wire is exposed and is the leading edge. The cut in the small portion of the sheath was made by the surgeon when retrieving it from the vessel. The hub end of the sheath was contaminated with blood. The issue with this sheath was at the very distal end, including the radiopaque marker.